Event description:
The customer reported threshold suspend occurring with the insulin pump based on a sensor glucose reading of 40s-50s mg/dl while the blood glucose reading was 120 mg/dl. The customer reported having previous sensor errors. The customer declined to troubleshoot but was advised to do so when available. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).